Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had poor communication, and neither the patient programmer (pp) or physician programmer (php) would communicate with the implantable neurostimulator (ins). The patient was getting a return of symptoms since (B)(6), it took them a while to realize the return of symptoms may be related to the device and they had realized the system wasn't working. The hcp noted the patient had not been in the office for two years and would leave a message for a manufacturer representative (rep) to schedule time for surgery to replace the ins. The ins was implanted (B)(6) 2011 and there were no complaints of early battery depletion with an implant that was greater than five years old. The hcp later reported the battery was not working after having checked the device on two occasions with three successful communications. It was noted the hcp had discussed the issue with the manufacturer clinical specialist twice. The issue had not been resolved, however they were going to replace the battery and/or leads on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.